Event description:
Information was received, from a friend/family member regarding a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was caller reported, that it is taking a very long time to charge the implant. Caller stated, that they can't get the recharger positioned right and they are charging for 2-3 hours to get the implant charged to 30%. Caller stated, they have not received any error messages on the controller and reported at times, they see an orange light, while charging. Caller stated, charge quality will go from excellent to good. Caller confirmed, no visible damage to the recharging antenna cord/plug. Agent reviewed best recharging practices with the caller. Caller mentioned, that they have tried resetting the controller, but that did not resolve the issue. Caller stated, they had not been given guidance on using the external equipment and had just been doing it blindly. Agent attempted to have caller start a charge session. However, patient was napping. Agent instructed caller to monitor and call back if issue persists, after implementing recharger best practices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.